Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative. On an unspecified date/time, the patient reportedly obtained blood glucose readings of "5.9, 12.5, 7.0, 9.0, 6.8, and 7.6 mmol/l", performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision testing. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-same meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for precision testing. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.